Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue out medication. A technical support specialist (tss) checked my quick link and reviewed the patient medication orders. Tss found that the total quantity for the order was set to 0.1 and the pharmacist would update the order. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, user was unable to issue the medication as the station indicated a total quantity issue cannot exceed total quantity filled error message. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.